Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a quick rise in pace impedance measurements to over 3,000 ohms and elevated threshold measurements of 2v @ 1ms. No additional adverse patient effects were reported.